Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had air bubbles in the tubing. Customer stated that blood glucose level was 290 mg/dl. Customer blood glucose at morning was 298 mg/dl and blood glucose level at time of incident was 338 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.